Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a communication fault alarm was confirmed via log file analysis and evaluation. Submitted log files, extracted from (B)(6), contained data from 24jan2025. At 00:45:39, intermittent com b faults activated. The com b faults triggered driveline communication fault alarms to activate on 24jan2025 at 01:07:27. The alarm did not resolve within the log file. Additional submitted and downloaded log files, extracted from (B)(6), contained data from 29jan2025. Starting at 06:35:58, a com b fault activated. The com b fault triggered driveline communication fault alarms to activate at 06:36:07. The alarms did not resolve before the driveline was disconnected at 09:04:35 and the system controller was shutdown at 09:07:25. The returned heartmate 3 ventricular assist device modular cable (lot number 7871963) was able to operate a mock loop without any alarms activating, including when the cable was manipulated. The integrity of the wires in the returned modular cable were tested. The orange (ground), yellow (communication b), and green (communication a) wires did not pass insulation testing, indicating that the wires were compromised. The modular cable¿s outer jacket and underlying layers were stripped, and multiple kinked and damaged areas were observed. The orange, green, and yellow wires were found to have exposed conductors. This is consistent with the wires shorting to one another. The root cause of the reported event was determined to be due to damaged communication wires in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have contributed to the observed underlying wire damage. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use, rev. C section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Heartmate 3 instructions for use, rev. C section 2 - ¿system operations¿ and heartmate 3 patient handbook, rev. D section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use, rev. C section 2 - ¿system operations¿ and heartmate 3 patient handbook, rev. D section 2 - ¿how your heart pump works¿ instruct the user, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced a communication fault alarm. Additionally, the percutaneous lead had damage which was previously covered with rescue tape. The customer reported that the alarm cleared with heartmate touch and that the patient would be monitored for reoccurrences of the alarm. Log files were submitted for review. The event log contained intermittent comm b faults on (B)(6) 2025. The log also that revealed the patient pressed the silence button when the alarms began. The pump itself appeared to be operating within normal parameters and was not affected by this fault. The patient then presented to the emergency department with communication fault alarm on (B)(6) 2025. Log files were submitted again for evaluation. The log file captured driveline comm fault alarms on (B)(6) 2025. The pump continued to run as intended at that time. The modular cable and the system controller were exchanged. Additional log files were submitted for review and captured the modular cable and system controller exchange. The driveline comm fault appeared to have resolved.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the driveline had small knicks and tears and that the modular cable was discolored. Patient was said to be in stable condition.